Event description:
It was reported that during pacemaker follow up, the physician noted high lead impedances. The physician decided to explant the device in order to verify the leads. When the leads were tested, the lead measurements were all normal. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires